Event description:
Information was rec'd that reported a pt was hospitalized on (B)(6) 2011 due to diabetic ketoacidosis. The pt was admitted with a diagnosis of dka. He was treated with IV insulin and fluids. The reporter stated there is some physical damage to the device with visible breakage on the device housing and the device had been alarming. The device will be returned for evaluation, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation.